Manufacturer narrative:
Product evaluation: there is one other complaint in this lot. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that following an intraocular lens (iol) implant procedure, the iol was exchanged in a secondary procedure. Additional information was received stating that patient was experiencing with blurred visual acuity, halos, dryness, double visual acuity. Patient had problems with depth perception. Dysophotopsia.